Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1411901) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the root cause could have been due to the IFU not being followed. It was reported that the physician did not adhere to the 30/90/60 process per the IFU and the sealant did not have time to 'seal'. It was reported that the "delivery system was removed not supporting the arteriotomy or holding the white tube (advancer tube)". The mynxgrip instructions for use (IFU), step 3 instruct the following: "apply light fingertip compression proximal to the insertion site, then lightly grasp advancer tube at skin with thumb and forefinger and realign with the tissue tract." If the advancer tube is not held in place while withdrawing the balloon through the advancer tube, the sealant may become dislodged from above the arteriotomy thus allowing blood to flow around the sealant.

Event description:
It was reported that (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2014. Peri-procedure, the patient was anti-coagulated with angiomax. Access was obtained in the left groin via a 6f sheath, the artery placement is unknown because no femoral angiogram was taken. Following the procedure, the physician who is a trained mynx user, selected the mynxgrip (6f/7f) vascular closure device to close the access site. The white tube was tamped only, the representative told the tech who was handed-off the device to continue to tamp and hold but the tech did not tamp or hold. The total swell time was 2 minutes. The delivery system was removed without supporting the arteriotomy or holding the white tube (as instructed). After a three-minute adjunctive hold, an 8 cm firm area / hematoma was noted distally and laterally. Additional 25 minutes of manual compression was applied and hemostasis was established. A femostop was applied as a precaution after the manual compression.